Manufacturer narrative:
(B)(6). (B)(4). Hospital. Visually confirmed approximately 3mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Event description:
It was reported that the tip of the driver was damaged during the surgical procedure. No patient complications were reported.